Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found corroded drain fitting and cracked tank cover. Worn enclosure, front cover and line cord. Outdated printed circuit board (pcb) and power switch. Functional testing found the thermistor was able to read the temperature and it came up on the display contrary to the customer complaint. Device passed all functional testing. No problem found. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No information has been provided to date. Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported the device was having issues with the power cord. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.